Event description:
Additional information received reported that the patient suffered a left thalamic hemorrhage with extension in to the ventricular system when the left dbs lead was implanted. The patient was stabilized, monitored, and very slowly started to recover. Specific treatment included an external ventricular drain on (B)(6) and a percutaneous endoscopic gastrostomy tube on (B)(6). The patient was transferred to a sub-acute rehab / nursing home facility on (B)(6). At the time of discharge the patient was still completely dependent, was able to nod or shake her head in response to questions, was non-verbal and had limited volitional movement to command on the left side and to a lesser extent in the right upper extremity. It was noted that a CT scan without contrast on (B)(6) showed a hemorrhage in the left thalamic and subthalamic region, while follow-up CT scans showed resolution of the blood clot, stable ventricular size, and reduction of the brain shift from 7 mm to 3 mm. The left-sided lead was the only component that was implanted, and it remained implanted. It was reported that the patient experienced permanent impairment of a body function or permanent damage to a body structure. As of (B)(6) the patient outcome was reported as resolved with sequela of paresis.

Event description:
Additional information received reported that the lead was still implanted. The patient was at home and wheelchair bound. The left side had recovered more and tremor has returned. The right side was hemiparetic with some movement in the lower and upper extremities. It was reported that the patient was verbalizing, softly, but was at least able to communicate to some degree. It was noted that the patient was to start outpatient therapy soon.

Event description:
It was reported that the patient experienced an intracranial hemorrhage during the implantation of a deep brain stimulation (dbs) lead. It was noted that the severity of the event was "severe" and "life threatening," and necessitated medical or surgical intervention. It was stated that the event resulted in in-patient hospitalization, prolonged existing hospitalization, and persistent or significant disability/incapability. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The initial MDR was filed as MFR report # 3007566237-2012-02673. Additional review indicated the correct manufacturing site was site # 6000153.

Manufacturer narrative:
(B)(4).